Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer - hospital kept.

Event description:
It was reported that the implant needed to be removed in order to properly rod the femur. Patient had a fall and fractured femur near implant.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon ps x3 tibial insert was reported. It was reported patient had a fall and fractured femur near implant. Further communication with rep confirmed insert was removed due to distal fracture. The investigation concluded that the reported periprosthetic fracture was caused by the patient¿s fall. There is no indication that the product reported in this investigation may have contributed to the event.

Event description:
It was reported that the implant needed to be removed in order to properly rod the femur. Patient had a fall and fractured femur near implant.